Event description:
Customer reported 3 incidents of needles becoming dislodged from patient's access sites during treatment and clotting at the access site with the medisystems fistula needle. It was reported that a baxter 1550 was associated with these incidents.